Event description:
Follow up revealed that the patient was reprogrammed and effective therapy was restored.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient experienced ineffective therapy following a lead revision (reference MFR. Report: 1627487-2017-07118) on (B)(6) 2017. As a result, surgical intervention may be taken to address the issue.